Manufacturer narrative:
(B) (4). After a test phase, several different error codes appeared on the system. The system is currently under observation.

Event description:
The customer reported that the system intermittently fails and must be restarted. No pt injury was reported.